Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
It was reported that the patient implanted with this pacemaker and right ventricular (rv) lead experienced syncopal episodes corresponding to an automatic switch from bipolar to unipolar configuration due to high out-of-range pace impedance measurements. Episodes of loss of capture due to labile pacing thresholds as well as noise resulting in pacing inhibition were also observed. The device was reprogrammed to bipolar and sensitivity decreased but pacing inhibition continued to be observed. An x-ray was provided to boston scientific technical services (ts) whom concluded the rv lead was under-inserted that would explain the inconsistent pacing threshold, sensing, and pace impedance measurements. A revision procedure was performed during which time blood was found in the lead lumen near its proximal end. Troubleshooting was unable to resolve loss of capture, so the physician elected to implant a new system on the patient's right side as implant of a new lead on the left was unsuccessful. The chronic rv lead was surgically abandoned, and device explanted. No additional adverse patient effects were reported.